Event description:
The pt was implanted with a ventricular assist device. The vad coordinator reported that a red/white mobile thrombus was present and there were multiple areas of fibrin deposition. The pt received a pump exchange.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.